Event description:
A report was received that the patient's pocket site was hit by a door and he was experiencing swelling and discomfort at the site. The patient was experiencing difficulty communicating with his ipg and had to frequently charge. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient's pocket site was hit by a door and he was experiencing swelling and discomfort at the site. The patient was experiencing difficulty communicating with his ipg and had to frequently charge. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the physician revised the patient's pocket to a more comfortable location and replaced patient's ipg due to physician's preference. The patient is reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.